Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Software data logs were received by the manufacturer on 02/07/2014.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump display failed. This issue cancelled after they disconnected and reconnected the connector several times. Roller pump was being used for suction. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.